Event description:
Complaint is reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The procedure attempted to treat the 85% stenosed target lesion located in the moderately calcified mid right coronary artery. After pre-dilation with a 2.5x20mm apex balloon, the physician advanced a 4.0x28mm taxus liberte stent for treatment but was unable to cross the lesion. After multiple attempts to cross the lesion, he withdrew the stent and recommended a rotablator procedure in another hospital. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device identified that the balloon was partially inflated, causing both ends of the stent to expand. The stent was slightly flattened. One strut on the inflated section of the proximal end of the stent was raised distally. No issues were noted with the tip section of the device that could have potentially contributed to the complaint incident. The outer lumen was kinked and twisted. This type of damage could be caused by excessive force being applied during guidewire removal. Kinks were present throughout the entire length of the hypotube. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).